Event description:
Approx 6 yrs post-implantation of the gore excluder bifurcated endoprosthesis imaging modalities found the pt's aneurysm to have grown with no evidence of an endoleak. The device was removed and replaced by a dacron bifurcated graft. The pt was reported to be doing well following he procedure and was discharged approx five days post operatively.